Event description:
Caller alleged discrepant results as compared with the doctor's meter. Results as follows: inratio: 2.3, coagucheck: 3.2. Coauchek results were taken one hour after the inratio results.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: (coagucheck). Date: (B) (6) 2010, inratio: 2.3, reference: 3.2, mean: 2.75, confidence limits: 1.7-3.8. A one hour lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Customer reported that patient has reno syndrome and has difficulty obtaining blood sample. Patient current health status may affect test results and may cause inaccurate inr results. Conclusion: confidence limits were derived from mean calculation of comparison test data. Inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of (B) (6) 2010, 21 discrepant result complaints were reported for lot #221730 yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.